Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. There were no signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper (cal002c159 cal due: may 30, 2024). DHR review was completed for the subject lot number 1216960. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1216960 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : other¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
It was reported implant removed due to infection and maxillary reactive sinusitis following implant placement. Tooth location.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k011028/k013227.